Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.